Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that on (B)(6) 2022, after replacing a disposable sterile foley catheter for the patient and when the user was ready to inflate, the joint was found to be broken and the balloon could not be inflated. Device failure performance was mentioned as the joint for water injection was broken during the use of the catheter.